Event description:
The customer reported fourteen (14) false positive results with the ID now covid-19 assay performed on different dates. This MFR. Report addresses patient result seven (7) of fourteen (14) and lot number m210906 (total quantity 4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab. It is unknown if retesting or confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-04788 through 1221359-2022-04791, and 1221359-2022-04812 through 1221359-2022-04821. Device similar product to 190-000.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m210906 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m210906 and test base part number 190-430 / lot m210906. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m210906 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.